Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a consumer receiving gablofen at an unknown concentration and dosage via intrathecal drug deliver pump for intractable spasticity and cerebral palsy. It was reported that the patient was losing efficacy. The hcp has tried side port aspirate, plain films, spiral CT, bolus study, etc and they were not able to find any issues. It was stated they be looking at doing an exploratory procedure since the surgeon was copied in the email. Additional information was received from a company representative. It was reported that the patient¿s managing physician had no further information. The patient will be scheduled for an exploratory surgery to determine potential root cause of change in efficacy. At the time of report, no date was confirmed.

Manufacturer narrative:
Section refers to the main device, the other relevant component includes: product ID 8780 serial# (B)(4) implanted: 2013 (B)(6) explanted: product type catheter. Analysis results were not available for the catheter at the time of this report. A follow-up report will be sent when analysis is completed. Device code (B)(4) code-conclusion 92 are no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the manufacturing representative on october 23, 2017. It was reported that it was unknown when the refills occurred in which there had been volume discrepancies, and the actual residual volumes versus the expected residual volumes for each refill were unknown. It was reported the rep was informed of the volume discrepancies by the patient's parents, as the patient was a cerebral palsy patient. The rep clarified the previously reported catheter issue. It was reported the catheter appeared to be kinked. The catheter was returned to the manufacturer for analysis on (B)(6) 2017. The physician performed a small bolus with the pump and was able to see the drug exit the pump at the connector site. It was indicated the physician was content with the pump working, and had the scrub technicians dispose of the pump.

Manufacturer narrative:
Other applicable components are: product ID 8780 (B)(4) implanted: (B)(6)2013, explanted (partial):(B)(6)2017, product type catheter device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional via a manufacturers representative (rep) regarding a patient who was receiving gablofen (concentration 2000mcg/ml, dose 200mcg/day) via an implantable pump. Patients medical history was cerebral palsy the rep was told that beginning on an unknown date, there were multiple refills that had drug amounts that were incorrect. The managing physician had done dye studies, motor studies and this was a factor that may have led or contributed to the issue. Troubleshooting was noted as pumpogram on unknown dates. The pump was replaced. The catheter was also partially explanted, part of the pump section of the old 1 piece catheter appeared to have an issue and was removed and replaced with part of the pump segment revision kit, the rep had the explanted portion and would return it. At the time of this report the issue was resolved, patient status was alive with no injury no further complications were reported.

Manufacturer narrative:
Analysis of the catheter found the catheter body was torn/broken/melted at or after explant that did not affect infusion. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The other relevant components include: product ID 8780 (n)(4) implanted: (B)(6)2013 product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) on 2017-nov-08. It was reported that the issue began in (B)(6) of 2016. It was confirmed that the actual residual volumes in the pump were greater than the expected volumes. On the refill date of (B)(6)2017, the expected volume was 6 and the actual volume was 9. On the refill date of (B)(6)2016, the expected volume was 4.6 and the actual volume was 9.2. On the refill date of (B)(6)2017, the expected volume was 4.9 and the actual volume was 9.1. It was reported ¿nurse only refill. No clinical complaints.¿ there were no further complications reported/anticipated.